Manufacturer narrative:
Failure analysis state the buttons on the insulin pump function properly. No button error alarms noted. However found trace of moisture damage on the keypad trace. Analysis inspected the pump and no trace of moisture damage found on the electronic/motor assembly no unexpected failed battery test alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, failed battery test, and had moisture damage. The customer's blood glucose reading was 6.9 mmol/l. The customer stated the insulin pump had condensation under the screen. The customer mentioned the buttons were unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.